Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore the manufacture date and expiration date are unknown. (B)(4):the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal stent was implanted in the esophagus during a procedure performed on (B)(6) 2014. According to the complainant, the stent was implanted to treat a gastric fistula. Reportedly, the patient¿s anatomy was not tortuous. No issues were reported during stent placement. On (B)(6), 2014, during a routine check-up, an x-ray was performed and the physician noted that the stent had migrated into the gastric sleeve. The physician pulled the stent back into the distal end of the esophagus/proximal end of the stomach using an achalasia balloon. The physician noted that the stent was damaged but was left implanted. On (B)(6) 2014, during a planned stent removal, the physician grasped the bottom of the stent and pulled, causing the stent to fold inside out. Some of the mucosa was torn during the stent removal. Reportedly, no interventions were done to address the torn mucosa. There were no patient complications reported as a result of this event.